Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is currently ongoing. A supplemental MDR will be submitted upon completion of the investigation. The instructions for use identifies premature coil separation as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached prematurely inside a catheter lumen. The coil was removed successfully without intervention or patient injury.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant to be stretched and separated from the pusher. The pusher was not returned for evaluation. Without the return and evaluation of the pusher to inspect the attachment monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength.

Event description:
It was reported that an embolization coil implant detached prematurely inside a catheter lumen. The coil was removed successfully without intervention or patient injury.